Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a high temperature alarm was observed. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating.